Manufacturer narrative:
The reporter's meter and strips were returned for investigation. Testing was performed using glycolyzed blood. All testing with the returned strips produced acceptable results and no strip defects were observed. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Quality control and linearity were performed on the meter and passed. The customer¿s products have been requested for return. The test strips were received. The investigation is ongoing. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Unique identifier (UDI) # (B)(4). Occupation was lay user/patient.

Event description:
There was an allegation of a questionable glucose result for one patient from accu-chek inform ii meter serial number (B)(4). At 16:00, the result from the laboratory was 199 mg/dl. At 16:05, the result from the meter was "hi" (above 600 mg/dl). The customer did not believe the reading of hi but did believe the laboratory result of 199 mg/dl.